Event description:
Same case as 6000093-2007-00950. It was reported that 468 days after a coronary drug eluting stenting treatment procedure the patient expired. Target lesion 1 was a 2.5 mm, 90% stenosed, 24mm long portion of the mid left anterior descending (mid lad). The physician treated the lesion with placement of a 2.5 x 24 mm taxus express2 study stent. Residual stenosis was 0%. Target lesion 2 was a 2.5mm, 90% stenosed, 15mm long portion of the 1st diagonal (1st dx) the physician treated the lesion by attempting to place a 2.5 x 20mm taxus express2 study stent, but it could not cross the lesion. The physician then successfully placed a different 2.5 x 20 mm taxus express2 study stent in the target lesion. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and plavix. At the 2 year follow-up it was discovered that the patient expired 468 days after the initial procedure. The death was discovered by site using the national death index. No other information was obtained and the cause of death is unknown. The physician assessed the event as an unknown relationship to the target vessel.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.